Event description:
Philips received a complaint by the customer on the v60 indicating that the circuit support arm is broken and will not support the circuit. No reported fault with the device itself. Requesting parts order for a new circuit arm. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Per good faith effort (gfe response, it was confirmed that the device was not being used at the time reported issue was discovered. The circuit arm would not tighten down so it would keep dropping down. It was determined that the damage was due to wear, the unit was put in service in 2017. The customer received the replacement part and reconnected by putting the circuit on and ran with a test lung everything is working and closed work order. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the cause was due to wear and tear of the arm.